Manufacturer narrative:
Corrected data: brand name.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined. The customer will not be shipping the system and want nothing done with it as they have purchased a new one. The touchscreen has been disconnected and unused since the event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The touch screen interface was smoking from the back top right of the monitor prior to the procedure. The system had been on for about 15-20 minutes and all the sudden started smoking. It was unplugged from the power and bypassed directly to the workmate cpu and the case was completed with no further issues.